Manufacturer narrative:
Concomitant medical products: system report information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# uk6097746, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient described a decrease in effectiveness in the therapy in helping with her ic pain. No known factors were described. Patient stated the lead was 16 years old. Impedance checks were run to confirm out of range numbers. Lead was replaced. Issue was resolved at the time of the report. The patient had a lead revision done because she had out of range impedances on all 4 electrodes. She stated that about 6 weeks ago she noticed a decrease in effectiveness of the therapy with her ic pain. The surgical plan was to replace the lead. As the surgeon was working to release the lead, the lead slipped out of the ipg even though the set screw was never loosened on the ipg. The lead was easily able to slip in and out of the header block. It was decided by the surgeon that it was in the patient¿s best interest to replace the ipg. The old lead was removed completely. The new lead was implanted and connected to the battery. No further device complications or symptoms reported/anticipated.

Manufacturer narrative:
Fdd code (B)(4) no longer applies to this event and has been replaced with fdp (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned the device will be returned for analysis and patient weight was reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID neu_tlock_anchor lot# unknown serial# implanted: explanted: product type accessory product ID neu_unknown_lead lot# uk6097746 serial# implanted: explanted: product type lead: analysis results not available at the time of this report as analysis has not been completed. An additional report will be sent upon analysis completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead lot number uk6097746 revealed the 4 conductors are broken 10.3 cm, 14.1 cm, 15.5cm and 16.0cm from the distal end. Circuit 0 thro 3 were open and no shorts (dry). Conclusion code (B)(4) applies here. Analysis of the implantable neurostimulator serial number (ins) (B)(4) revealed that setscrew backed out too far. Conclusion code (B)(4) applies here if information is provided in the future, a supplemental report will be issued.